Event description:
It was reported that the patient has lifting injury (work related) on (B)(6) 1997 and underwent a surgery which dealt with 2 ruptured discs at the l4 and the l5 levels. (B)(6) 2003: the patient presented with the following pre-operative diagnoses: 1. Recurrent herniation, l5-s1 with bilateral radiculopathy. 2. Discogenic back pain, l5-s1. The patient underwent the following procedures: 1. L5-s1 decompression laminectomies and bilateral foraminotomies. 2. L5-s1 diskectomy. 3. Posterior interbody fusion l5-s1 with synthes 9-mm allograft. 4. Posterior spinal fusion l5-s1 with right iliac graft. 5. Synthes click'x instrumentation, l5-s1. The patient was positioned prone for the procedure. No patient complications were noted. (B)(6) 2006: the patient presented with pre-operative diagnosis of internal disc disruption l4-l5 with discogenic back pain. The patient underwent the following procedures: 1. Anterior retroperitoneal exposure l4-l5. 2. Charite total disc replacement l4-l5. The patient was positioned supine for the surgery. No patient complications were noted. (B)(6) 2008: the patient presented with increased back pain and the patient needs additional surgery. (B)(6) 2008: the patient underwent myelogram. No findings were reported. (B)(6) 2008: the patient presented with the following pre-operative diagnoses: 1. Chronic axial l4-5 pain with left radiculopathy. 2. Post previous l4-5 total disk replacement and l5-s1 fusion and instrumentation, posterior. The patient underwent the following procedures: 1. Exploration of posterior fusion, l5-s1 and removal clicks instrumentation. 2. L4-5 laminectomy and left l5 root decompression, foraminotomy and lysis of adhesion. 3. Posterior fusion l4-5 with left iliac bone graft and bmp. 4. Pedicular synthes instrumentation, l4-5 with iliac bone graft and bmp fusion. The patient was positioned prone for the surgery. Per the op notes, the bone graft and bmp rolled with cancellous bone graft were laid in the interspace at the excised facet. No patient complications were noted. (B)(6) 2008: the patient was discharged from hospital. (B)(6) 2008: the patient presented with chronic low back pain, stiffness, residual pain which was worsening and intermittent. (B)(6) 2008/(B)(6) 2009/(B)(6) 2010/(B)(6) 2011: the patient presented with chronic low back pain, increased radicular pain, and leg pain. The patient also reported numbness, weakness, tingling, cramps and joint pain (B)(6) 2009: the patient underwent emg and nerve conduction studies. Impression: 1. Nerve conduction studies are in the low normal range bilaterally. No differential evidence of an underlying polyneuropathy. A. The left posterior tibial h-reflex response is pathologically slowed compared to the right. This is consistent with a left s1 radicular component. This cannot be differentiated as being of chronic or recent origin. 2. Emg reveals the following: a. Unilateral acute denervation activity of recent onset parameters, localized to the right mid lumbar paraspinals, this is suspect for a new nerve root compromise. B. Mid-thoracic paraspinal emg (@ site of his thoracic pain about the t8-9, level) is normal. (B)(6) 2009: the patient presented with chronic low back pain. The patient also reported weakness, numbness, tingling and headaches. (B)(6) 2009: the patient had selective nerve root mock injections (left sided l4, l5 and s1 nerve roots). Diagnosis: 1. Lumbar herniated disk 2. Lumbar facet syndrome 3. Discogenic low back pain. No patient complications were noted. (B)(6) 2010: the patient underwent MRI of the lumbar spine with and without contrast compared to the study from (B)(6) 2006. Impression: 1. At l4-5, there is posterior fusion with bilateral transpedicular screws plus interbody prosthesis. There is significant susceptibility artifact from the metallic prosthesis limiting evaluation, however there is no gross evidence for spinal or foraminal stenosis. 2. At l5-s1, there is marked degenerative disc disease with protruding disc, minimal endplate osteophyte and mild degenerative changes of the facet joints producing mild-to-moderate bilateral foraminal stenosis but no significant spinal stenosis. (B)(6) 2010: the patient underwent urine drug screen test. Results: positive for oxycodone. (B)(6) 2010: the patient had selective nerve root mock injections (left sided l3, l5 and s1 nerve roots). Diagnosis: 1. Lumbar herniated disk 2. Lumbar facet syndrome 3. Discogenic low back pain. No patient complications were noted. (B)(6) 2010: the patient underwent urine drug screen test. Results: positive for oxycodone. (B)(6) 2011/(B)(6) 2012: the patient presented with chronic back pain, leg pain which increased with cold weather. The patient underwent urine drug screen test. (B)(6) 2012: the patient presented with chronic low back pain and reported that he was not able manage pain without oxycontin. (B)(6) 2012: the patient underwent electro diagnostic test which revealed. 1. Moderate/severe left l5/s1 radiculopathy. 2. Mild right l5/s1 radiculopathy. (B)(6) 2012: the patient presented with weakness, numbness, tingling, headaches, spasms, cramps, joint pain and stiffness. (B)(6) 2012: the patient underwent MRI of lumbar spine with and without contrast due to chronic low back pain radiating to both legs. Impressions: 1. Posterior fusion l4-l5. Intradiscal space are within the l4-l5 disc space and crosses severe artifacts obliterating sulcation of the central spinal canal. 2. Posterior iumbar laminectomy l5-s1. 3. The examination is felt to be similar prior studies of (B)(6) 2010. No evidence of new or recurrent disc herniation. The lumbar neural foramina are patent. (B)(6) 2013: the patient had selective nerve root mock injections (left sided l4, l5 and s1 nerve roots). Diagnosis: 1. Lumbar herniated disk 2. Lumbar facet syndrome 3. Discogenic low back pain. No patient complications were noted. (B)(6) 2013: the patient presented with pain while doing daily activities. The patient had 50% relief of pain from medications. The patient also underwent urine drug screen test. No drug abuse reported. (B)(6) 2013: the patient presented with chronic low back pain. The patient also reported weakness, numbness and tingling. The patient complained of pain while doing daily activities. The patient also underwent urine drug screen test. No drug abuse reported. (B)(6) 2013: the patient presented with chronic low back pain. The patient also reported weakness, numbness, tingling, spasms and cramps. (B)(6) 2013: the patient presented with chronic low back pain, leg pain, foot tingling. The patient also reported weakness, numbness, and spasms. (B)(6) 2013: the patient presented with the following pre-operative diagnoses: 1. Trochanteric bursitis 2. Iiio-tibial band syndrome 3. Lumbar facet syndrome. The patient had radio fluoroscopic injection of sacro iliac joint-left. No patient complications were noted. (B)(6) 2013: the patient presented with chronic low back pain. The patient also reported weakness, numbness, tingling, and joint pain. The patient also underwent urine drug screen test. No drug abuse reported.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.